Event description:
It was reported that the patient presented via merlin.net transmission with an episode of non-sustained lead noise present on a egm. Review of the egm noted, no lead noise, but the discrimination channel was undersensing the r-waves. Programming changes were recommended for the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.